Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 225 units of insulin. Customer¿s blood glucose was 300 mg/dl. Reportedly, will use the current pump until replacement arrives.